Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The distal male threaded insert on the impactor sheered off during use.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. Examination of the returned device confirms the reported event of tip breakage. A complaint database search on the provided product code family identified similar reports which when confirmed were attributed to suspected misuse. Based on previous investigations, the root cause is attributed to suspected misuse. Based on the root cause of misuse, corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.